Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one powerport attached to a catheter in two segments were returned for evaluation. In addition to the returned sample analysis, two images were provided for review. Both images depict the device placed via a left subclavian access. In the first image the catheter and port are unremarkable. The second image is poor quality, however, there appears to be separation of the catheter from the port. Visual, microscopic, tactile and functional evaluations were performed on the returned device. A complete circumferential break was noted on the distal end of the attached catheter and both ends of the catheter segment returned. Small longitudinal splits were noted on the proximal end of the catheter segment. Upon infusion, what appeared to be thrombus was observed exiting with water at the distal end of the catheter segment. Therefore, the investigation is confirmed for the reported fracture, material separation and leak issues. However, the investigation is inconclusive for the reported migration issue as further evidence of clinical conditions at the time of use would be necessary to confirm the event. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that one day post a port placement, the catheter was allegedly broken and was allegedly disconnected from the port chamber and remained on the connection piece on the chamber under the sleeve. It was further reported that the part of the catheter remote from the chamber was allegedly located in the subcutis and had a longitudinal tear. Furthermore, the catheter allegedly leaked and the administered nutritional solution was allegedly accumulated in the subcutis and in the patient's breast and spread to the flank overnight. Reportedly, the port was removed. The current status of the patient was unknown.

Event description:
It was reported that one day post port placement procedure, the catheter was allegedly broken and was disconnected from the port chamber and remained on the connection piece on the chamber under the sleeve. The part of the catheter remote from the chamber was located in the subcutis and had a longitudinal tear. Reportedly catheter was allegedly leaked and the administered nutritional solution accumulated in the subcutis and in the patient's breast and spread to the flank overnight. Port was removed. The current status of the patient was unknown.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. However, images were provided for review. The investigation of the reported event is currently underway. H10: d4 (expiry date: 01/2026). H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.